Event description:
It was reported that a user started a new freestyle libre 3+ sensor successfully activated but subsequently stopped displaying the warmup time; after a rescan of the sensor the pump recognized the sensor warmup and pairing proceeded. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms and no need for medical care. User support included basic troubleshooting and education. Investigation of this case revealed that the initial pairing did not complete until a second scan was performed, after which normal warmup began, consistent with a transient pairing failure that resolved through rescanning. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or synchronization issue between the pump and the cgm sensor that resolved with user action.